Manufacturer narrative:
Due to character limitation in e1: full initial reporter name - (B)(6). Full event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that transray plus 40cc intra-aortic balloon (iab) was inserted using cardiosave according to the procedure. It was unable to advance the transray plus to the correct position. As the hospital was concerned about the patient's condition, they removed the catheter and used a different catheter (a product from another company), which was able to be inserted without any problems.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint# (B)(4).